Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: alarm '231007,231008' (o2 valve leak) happened when connected oxygen, c1 did not connect the patient, so it did not bring any adverse consequences to the patient. Even the problem occur again, it can be found before ventilation & will not bring any adverse harm to the patient. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: alarm '231007,231008' (o2 valve leak) happened when connected oxygen, c1 did not connect the patient, so it did not bring any adverse consequences to the patient. Even the problem occur again, it can be found before ventilation & will not bring any adverse harm to the patient. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).